Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose over 300 mg/dl with symptoms of thirst, urination, nausea, and large ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that the basal and bolus histories were all within specifications. During the course of troubleshooting, it was revealed that the patient was overriding the suggested bolus amount of the pump. This is considered use error of the device. The patient was referred to their healthcare provider for diabetes management related issues. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error.